Manufacturer narrative:
The exposed portion of the soft cannula cannula was observed to be kinked. During investigation, the kink did not prevent the fluid from flowing down its intended fluid path. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No timeouts or drive stalls were observed in the downloaded data. No other damages or defects were observed that would affect insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 19.1 mmol/l (343.8 mg/dl) while wearing the pod between 4 and 24 hours. As treatment, the patient gave a manual injection using an insulin pen.